Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that approximately one week after implant, the patient developed an infection at the incision site. It was noted that a few days later the implantable cardiac monitor spontaneously perforated the skin. The device was explanted. The patient is enrolled in the (b)(5) clinical study. No further patient complications have been reported as a result of this event.